Manufacturer narrative:
The technician found the top of the caster was broken. He replaced the brake caster to repair the stretcher.

Event description:
Information received indicates one of the brake casters continues to swivel with the brake on.